Event description:
It was reported by the rep that the device was used during a partial saplingoophorectomy. It was reported when the device was fired it made three loud clicks like something broke. Only half of the staples in the cartridge fired and it did not ligate between staples. Another device was opened and it worked fine. There was no consequence to the pt.